Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported post-operative complications cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to a lack of specific event/procedure details. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following: in the journal article titled, ¿robotic-assisted surgery for esophageal submucosal tumors: a single-center case series,¿ it was noted that 2 patients underwent da vinci-assisted surgical procedures and experienced post-operative complications which required medical intervention. At this time the causes of the post-operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
Intuitive surgical, inc. (Isi) became aware of an updates in surgery article titled, ¿robotic-assisted surgery for esophageal submucosal tumors: a single-center case series¿ (froiio, c., berlth, f., et al., 2022). This article involved a retrospective review of all consecutive patients referred to a single institution for esophageal submucosal tumors (smts) of the esophagus, including both benign and borderline tumors, that underwent da vinci-assisted surgical treatment. According to the article, the procedures performed were robotic-assisted enucleation, robotic esophagectomy (ramie) and reverse hybrid robotic esophagectomy using the da vinci si system. Within the journal article, post-operative complications involving da vinci surgical procedures were noted: one patient suffered from aspiration pneumonia and subsequent respiratory failure, that required reintubation and referral to the intensive care unit; one patient experienced a delayed gastric empty treated by endoscopic dilatation of the pylorus. Isi has attempted to gather additional information regarding the reported event. However, no additional information has been received.